Manufacturer narrative:
(B)(4): (mi, thrombosis).

Event description:
During index procedure one endeavor sprint rx drug eluting stent was implanted to the mid lcx. One day following index procedure a mi (stemi) and stent thrombosis were reported to have occurred. A diagnostic angiography and percutaneous intervention were performed. Investigator did not assess relationship to study device or procedure.